Event description:
It was reported that the surgeon used the cable system for treatment and when the cable was tightened the cable tensioner ran idle with the cable blocked inside. The cable could not be tightened properly. The inside of the cable tensioner was washed following the cleaning manual instructions. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was confirmed. The investigation of the complained device by the development engineer let us assume that the tensioner was not opened completely before inserting the wire. Therefore the wire got jammed during insertion. It is important to turn the nut completely before use. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. Conclusion: the complaint is considered indeterminate from a manufacturing perspective. The investigation findings revealed that the tensioner was not opened completely before inserting the wire and the cable got jammed during insertion. Thus, the device failure is related to the conditions of use and operational context contributed to this event. It is noted that due to ongoing problems with this device in the field, we decided to develop a new designed instrument and this new version of the cable tensioner is now available.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).